Event description:
An electronic report was received from a hemodialysis user facility. Initially reported was that the normal saline line had disconnected from the arterial line. The facility was contacted for additional detail of the event. It was learned that at the start of the dialysis treatment, the normal saline line separated from the arterial line. As a result, there was an approximate 125 ml blood loss. A new arterial line was then set up on the dialysis machine. The dialysis treatment was restarted and completed without further incident. The patient completed prescribed treatment and was discharged to home. The facility did not save the device for evaluation.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during device history record review. Lot met all release criteria. Sample analysis: no sample was available for an evaluation. Conclusion: the reported defect is not confirmed. Corrective action: sample was not available. The complaint is deemed as not confirmed. Fmcna will continue to monitor and trend per current procedure. Since the complaint could not be confirmed, no corrective action is documented at this time.